Event description:
It was reported that the controller exhibited controller fault alarms and that the controller was unable to connect with a power supply. The controller was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for additional information. Product event summary: the controller (B)(6) was returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Visual inspection revealed contamination within the both the power ports and the pump connector. Functional testing revealed that the "no power" alarm did not sound when both power sources were disconnected. An internal inspection revealed that one of the cells of the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was shorted. After the internal battery was replaced, the no power alarm worked as expected. These are additional findings not related to the reported event. Log files revealed that controller was in use for more than two (2) years. The most likely root cause of the observed contamination within the controller ports can be attributed to handling of the device. Based on the historical review of similar events, the root cause of the standoff post crack was determined to be due to mineral oil applied to the cont roller¿s internal main gasket and/or to the silicone adhesive applied around the controller¿s internal battery coming into contact with the standoff post. The mineral oil and/or silicone adhesive contributed to environmental stress cracking. Based on an investigation conducted under capa00245, the most likely root cause of the observed no sound ¿no power¿ alarm can be attributed to a reduced charge capacity of internal nimh battery. Even though this CAPA is now closed, (B)(6) falls within the bounds of this CAPA. Failure analysis of the returned controller revealed a loose power port one (1) connector with a displaced o-ring gasket. An internal inspection did not reveal any evidence of fluid ingress. Log file analysis associated with (B)(6) did not reveal any controller fault alarms within the analyzed period. Review of the alarm log file revealed a vad disconnect alarm was logged on (B)(6) 2023 at 22:05:58 indicting a physical disconnection of the driveline from the controller. (B)(6) controller log files revealed vad disconnect alarms indicting a physical disconnection of the driveline from the controller, likely due to troubleshooting and/or the reported controller exchange. No controller fault alarms were logged in the controllers' logs. As a result, the reported controller fault alarm event was not confirmed. It is likely the loose power port and displaced o-ring are related to the reported " controller was unable to connect with a power supply" event. As a result, the reported power port poor mechanical connection event was confirmed. Based on an investigation conducted under scar2015037, the most likely root cause of the loose connector and displaced o ring gasket can be attributed to inadequate thread lock, an inconsistent thread lock cure time and an inadequate torque application during the assembly process. Even though this scar is closed, (B)(6) falls within the bounds of this scar. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.